Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head is not working. There was no report of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6 conclusion code. Updated fields: h2, h6 (d1101 failure to follow instructions" is being corrected to "d15 - cause not established) and h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head is not working. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak in cable. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the endoscopic image cannot be displayed and the most probable cause traced to user. The event can be prevented by following the instructions for use which state: be careful not to scratch the camera cable with a sharp-tipped instrument. " never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Never clean, disinfect, or sterilize this equipment together with sharp tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument." Olympus will continue to monitor field performance for this device.